Event description:
During a laparoscopic gastric sleeve case with surgeon, a sureform 45 curved stapler failed to fire. The stapler, ref # 480545, lot # k91210607, was removed from service and placed in original packaging. A replacement stapler was passed onto the field and the case continued to completion without further incident. FDA safety report ID # (B)(4).